Event description:
Patient was implanted on an unknown date with pangea degenerative spine system, levels unknown. It was reported that after the initial implant surgery the patient experienced pain. The surgeon performed revision and explant surgery on (B)(6) 2013 removing a portion of pangea degenerative spine system by cutting rods at l3-l4, removing hardware from l4 to ilium, and maintaining hardware from t10 to ilium. All targeted, rods, screws, and caps were successfully explanted. The surgeon attributes patient pain to a potentially loose iliac screw. This report is on an unknown screw. This is 3 of 4 reports for complaint (B)(4) .

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.